Manufacturer narrative:
This report is submitted on december 19, 2019.

Event description:
Per the clinic, the patient experienced pain and headaches secondary to the migration of the receiver/stimulator and when the patient was lying on that particular side. The device was explanted (B)(6) 2019. The patient was not reimplanted with a new device.